Manufacturer narrative:
Olympus was informed that the patient was seen by the physician three days following the procedure and the reddish area and discomfort had resolved. There was no residual injury visible. The device referenced in this report has not yet been returned to olympus (B)(4), inc. For evaluation. The exact cause of the patient's outcome could not be conclusively determined. If additional information becomes available later, a supplemental report will follow. This report is being submitted as an MDR in an abundance of caution.

Event description:
The user facility reported that within 15 minutes of a colonoscopy with polypectomy, the patient began complaining of an anterior right shin pain. Visible redness was said to be observed on the mid-shin and the patient reported that the area was painful to touch. The attending physician, anesthesiologist, and plastic surgeon assessed the patient in the recovery room. The user reported that the prevailing opinion was that the patient's complaint was likely due to a thermal injury inadvertently caused by her leg touching a metal side-rail while using the electrocautery device despite use of a ground pad. The procedure was completed using the same device. The patient was reportedly released from the user facility on the same day and is reportedly doing fine.